Manufacturer narrative:
The reported event was unconfirmed. The sample was received open without original packaging. The balloon was observed to be partially inflated. Using a leur lock syringe, the inflation volume was removed. 1 ml of air was removed and the device was allowed to sit at rest for approximately one minute. No inflation volume re-entered the device. The reported event cannot be confirmed with an opened sample. Air was introduced into the balloon during the manufacturing process to prevent it from sticking to the surface of the shaft. This was not a defect. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 15cc balloon: use 20ml sterile water 20cc balloon: use 25ml sterile water 30cc balloon: use 35ml sterile water 40cc balloon: use 45ml sterile water 75cc balloon: use 80ml sterile water do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations."

Event description:
It was reported that the catheter balloon was found to be inflated inside the package when it was opened.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was found to be inflated inside the package when it was opened.